Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not working. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen was not responsive when the keys were pressed. The probable cause was due to contamination on the bottom edge of the touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.